Manufacturer narrative:
Concomitant medical products: ipg model 7425, serial #(B)(4), implanted: (B)(6) 1997 explanted: unknown; recharger model 37752, serial #(B)(4); programmer model 37742, serial #(B)(4); programmer model 7434-e, serial #(B)(4); lead model 3998, serial #(B)(4), implanted: (B)(6) 2003 explanted: unknown; lead model unknown, serial #(B)(4), implanted: (B)(6) 1998 explanted: unknown; extension model 3708260, serial #(B)(4), implanted: (B)(6) 2006 explanted: unknown; extension model 7495-51, serial #(B)(4), implanted: (B)(6) 1997 explanted: unknown.

Event description:
It was reported that the patient had been experiencing a loss of stimulation sensation for approximately one week. No known accident or incident was related to this event. Impedance readings were: 0, all >3600; 1, and 2 and 7 okay, all others >3600; 2, and 7 okay, all others >3600; 3, all >3600; 4, all >3600; 5, all >3600; 6, all >3600; 7, and 1 and 2 okay, all others >3600; 8-11, all >3600; 12-15, all in range. Several of the electrodes that showed "good" impedances were not receiving stimulation. Fluoroscopy revealed that one of the extensions may have the insulation pulled back. The patient was programmed to 7- and 2+ and was able to get stimulation that covered the patient's pain pattern.